Event description:
It was reported that during reprocessing of the fenestrated bipolar forceps instrument, it was noted that the clamp on the instrument would not close properly. There was no report that any piece(s) from the instrument fell into the patient and there was no allegation of any patient harm, adverse outcome or injury involving the reported instrument.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one grip cable on one side of distal clevis is derailed from distal idler pulley. The yaw motion is non-intuitive as a result. The other cables at the wrist are not damaged. Failure analysis investigation also found that the distal end of the main tube has various scratch marks with light material removal. The scratches are .071 - .196 in length and are not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the additional finding of tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.